Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient called to report a right side capsular contracture, baker grade unknown, bilateral discomfort and pain and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, or corrected data: b.5, h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported tightness, rupture, "deformity", "periprosthetic seroma", "external capsular inflammation," and "double capsule."